Event description:
Received an electronic report from a hemodialysis user facility. It was reported that at the start of the dialysis treatment, the heparin line separated from the bloodline's t connection and blood was lost. The problem was not present during prime. The facility also reported less than 100 ml loss of blood. The facility has been contacted where it was also learned that a new set of lines were then set up, and the dialysis treatment was completed as ordered. Once the treatment was completed as prescribed, this dialysis pt was then discharged to home where there is no further report of ill effect from this event to this pt. A sample is available for an eval.